Manufacturer narrative:
One used pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer was returned for investigation. No visual damages or anomalies were observed. The returned sample was tested, and a leak was observed at the connection of the manifold and the tubing. The reported complaint of leak could be confirmed. The probable cause of the leak is from an incomplete insertion during assembly. A device history record for the lot was reviewed; and a non-conformance regarding the device failing the quality test was noted. Corrective and preventive actions are in process. D9 - date returned to mfg: 11/3/2025.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The reported issue involved a 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer. A leak at the screw thread (located before the yellow tubing) was reported. The connector rotated abnormally, without resistance, indicating a sealing defect of the set. This failure caused the infusion fluid to leak at this connection point. The event was observed during use on a patient, but nobody has been hurt, only loss of parenteral nutrition. There was 5 minute delay in therapy. After a new preparation, the therapy was completed, after the ramp was changed. The medication administered was parenteral nutrition (nsp or nutrition support pharmacy for drugs). There was no exposure for the healthcare professional. There was a leak in the incubator, but they do not know if it affected the patient. The leak has been cleaned up according to facility protocol with physiological serum. The patient¿s condition before, during and after the incident was normal. The patient did not receive the full intended dose; loss of product due to leak.